Event description:
Initial result for a pt sodium was 129 mmoi/l. When repeated, the result was 135 mmoi/l. The incorrect result was not reported. The field service rep was unable to determine a cause for the discrepancy.